Event description:
Revision surgery - due to glenosphere disassociation.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to a glenosphere disassociation. The previous surgery and the revision detailed in this investigation occurred 2.7 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. There was a non-conforming material report (ncmr) (B)(4)associated with part 508-36-101, rsp 36mm neutral glenoid head with retaining screw which documents a nonconformance that (B)(4) items were rejected due to dings in the chamfer at the bottom of the female taper feature. All (B)(4) items were accepted with the justification that this surface is not a part of the taper itself and does not mate with any implants or instruments. Also the marketing approval had accepted with dings on this chamfer surface. All items in this lot were met the fit, design and functional requirements. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to glenosphere disassociation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as: patient activities, inadequate soft tissue support, potential impingement, improper implant engagement, excessive range of motion, patient bone deterioration or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.